Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4)-incomplete. Associated medwatch: mr#1221934-2018-54343. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported that during a rotator cuff repair that the fill chamber on two of the customer's irrigation tubing, vue one day set, slowly filled up past the fill line. On the first set, it overfilled and got the filter wet. The surgeon decided independently to switch to an open procedure for other reasons and while he did so the sales rep swapped out and reset the tubeset. The 2nd tubeset slowly filled up past the fill line but the surgeon was able to finished the procedure with this set. This situation happened 3 times that day, see (B)(4) to complete the event.